Event description:
It was reported that a remote transmission was received, indicating that this implantable device had entered safety mode. The device data was forwarded to boston scientific technical services and the safety mode allegation was confirmed. Emergent replacement was recommended. At this time, the device remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that a remote transmission was received, indicating that this implantable pacemaker had entered safety mode. The device data was forwarded to boston scientific technical services and the safety mode allegation was confirmed. Emergent replacement was recommended. Recently, the device was explanted and replaced to resolve the event and no additional adverse patient effects were reported. This pacemaker has been received for analysis, and is pending the investigation conclusion.

Event description:
It was reported that a remote transmission was received, indicating that this implantable device had entered safety mode. The device data was forwarded to boston scientific technical services and it is currently pending review. At this time, the device remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description), h3 (device eval by manufacturer), h6 (evaluation method, result, and conclusion codes), and h11 (additional manufacturer's narrative). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that a remote transmission was received, indicating that this implantable pacemaker had entered safety mode. The device data was forwarded to boston scientific technical services and the safety mode allegation was confirmed. Emergent replacement was recommended. Recently, the device was explanted and replaced to resolve the event and no additional adverse patient effects were reported. This pacemaker has been received for analysis.